Manufacturer narrative:
The icy catheter involved in the reported complaint will not be returned for evaluation because the customer has disposed of it. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
Three hours after the ivtm therapy began, the nurse observed a reduction in the saline level in the IV bag. Upon evaluation, the physician identified the icy catheter (lot # unknown) as the source of the leak and the reason for the 50 ml of saline infusion into the patient's bloodstream. The catheter was subsequently replaced to allow the therapy to continue without consequences or impact to the patient.